Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure using an intellamap orion high resolution mapping catheter the patient experienced cardiac tamponade. The patient underwent a CT scan after the procedure and the doctor confirmed that it was caused by catheter use in the right atrium. A pericardiocentesis was performed and the patient was admitted to the ICU in a stable condition. They were released two days later and had a repeat echocardiogram the following week. The catheter is not expected to be returned as it was disposed of by the site.